Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), restricted anterior and posterior leaflets, and annular dilation. One xtw mitraclip was implanted, reducing the mr to grade 1. The next day, on (B)(6) 2022, it was noted that the xtw clip had opened, and the mr increased to a grade of 1-2. The gradient was measured at 6-7 mmhg. Due to the elevated gradient, intervention was not performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. The reported recurrent mr appears to be due to the unintended clip opening. A cause of the reported mitral stenosis could not be determined. The reported patient effects of mr and mitral stenosis as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).h6: 4451 added for recurrent mitral regurgitation.

Manufacturer narrative:
The device is included in the correction notice issued by abbott on (B)(6)2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).